Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that the system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the application was taking longer to load. The fse checked the free disk space and did post which were found normal, machine was restarted multiple times and tested, showing proper operation but with slow startup. To resolve the issue, the fse reloaded the application software and upgraded it to the latest version. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that system was unable to boot up. The device was outside of clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.